Event description:
Caller indicated the relion confirm meter was giving variable readings. Caller states that he washed hands with alcohol pad and dried hands. He then lanced his finger and tested the drop of blood. He received results of lo. He stated that he then may have used the same drop of blood or that he squeezed another drop of blood from the same lance site and tested again and received a reading of 166 mg/dl within a 10 minutes window. Caller is storing strips in the kitchen on the opposite side of from the stove/sink. Caller said he keeps strips in the container tightly sealed and in the zipper pouch and on a book shelf. Caller is taking 2x meds at this time to assist in controlling diabetes. Caller was not experiencing symptoms and did not give any treatment at the time of receiving these results. Caller does not have control solution for the meter. Caller doesn't remember if he had anything to eat or drink prior to testing, but stated that he was not fasting. Caller has requested a refund for the price he paid for the meter/strips. Caller has already mailed back the product. Educated caller on the 20% acceptable meter variance, proper way to perform blood testing, and to compare meters, and storage recommendations.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.